Event description:
Clinical report states the patient had pain. No revision at this time. **update: (B)(4) 2012 - report from sales rep, the patient was revised because of pain and metalosis.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history record for product (B)(4) lot 2210707 revealed no related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Depuy considers this complaint closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes z19db1000, 2234498, and a3dd71000. A search of the complaint database finds additional reported incidents against lot code 2210707 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.